Event description:
It was reported that during testing prior to a procedure at the healthcare facility, a screw was found to be missing on the instrument tracker, causing a button to fall off the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing prior to a procedure at the healthcare facility, a screw was found to be missing on the instrument tracker, causing a button to fall off the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, improper handling was determined as a potential root cause for the breakage. The device was not returned to the healthcare facility, as it was not repairable.